Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d10, h6 medical device problem code (add 1317- loose or intermittent connection) additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. In addition, the following reportable malfunctions were found during the device evaluation: the image to be blurry and jump on the screen. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be the loose connection between the scope and the processor due to the locking mechanism and the detection slide malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source experienced loose connector connection on all 190 scopes used in processor (gastroscope and colonoscopes) between the scope and the processor. It will cause the image to be blurry and jump on the screen. Sometimes it is a small amount and sometimes it is the whole screen that will freeze. The issue was found during preparation for use for a colonoscopy and upper endoscopy procedure (egd). The intended procedure was completed using the same device. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the front panel lighting failed due to system failure, loose connector connection, and output connector failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.